Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. Final analysis found external insulation abrasion breaching the optim sheath noted at 23.4-23.6 cm from the connector pin with the silicone insulation found intact. The cause of the external abrasion is consistent with lead friction to the device can.

Event description:
This report is to advise of an event observed during analysis.